Event description:
No additional customer information was provided.

Manufacturer narrative:
The device was returned to olympus for inspection and the malfunction was confirmed. Updated: d9, h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cracks in the lens led to something being in the lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the scope lens was cracked and that there appeared to be an unidentified material or substance within the lens. The issue was identified during reprocessing, and there were no reports of patient involvement.